Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05781. It was reported the pt had a bump and a sore scab with drainage at the lead site. Pus and drainage remained present during the following months. Follow-up revealed the pt's scs system was explanted due to infection. Cultures were taken and came back negative. It is unk if the pt was given antibiotics to address the infection.